Event description:
It was reported that there was a poly exchanged due to tightness and stiffness.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
(B)(6). An event regarding range of motion involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned . -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that there was a poly exchanged due to tightness and stiffness.